Event description:
Reportedly, during the implantation procedure performed on (B)(6) 2021, after having positioned the leads and connected them to the pacemaker, no ventricular pacing was observed. The physician wanted to re-position the ventricular lead due to lead displacement, but he could not unscrew the lead from the connector.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the implantation procedure performed on (B)(6) 2021, after having positioned the leads and connected them to the pacemaker, no ventricular pacing was observed. The physician wanted to re-position the ventricular lead due to lead displacement, but he could not unscrew the lead from the connector. Therefore, the pacemaker and ventricular lead were explanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.